Manufacturer narrative:
The unit powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the poor connection. Also, unit had cracked battery tube threads, cracked case corner of belt clip rails, missing display window cover, label damage. Unit p-cap, test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back. Troubleshooting was done for damage. No further details given. No harm medical intervention was reported. The insulin pump was returned for analysis.